Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f-12f mynx control venous vascular closure device (vcd) pull-through on a non-cordis 16.9f outer hole access site. Hemostasis was achieved using an figure 8 "f8" stitch. There was no reported patient injury. The mynx venous vcd was prepped according to the instructions for use (IFU) instructions. The device was purged of air during preparation. The balloon did not lose pressure. There was no scar tissue present in the vicinity of the puncture site. There were no multiple sheath exchanges prior to using the mynx device. The sales representative was present at the case. The doctor wanted to try per his request and aware off label usage. A 11f non-cordis sheath was used. The femoral vein's suitability was verified on venography, including insertion angle confirmation, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity or calcium present near the puncture site. The mynx venous vcd was used in an interventional pulse field ablation (pfa) procedure. The deployer was certified on the use of the mynx device. Other procedural details were requested but were not provided. The device was discarded; therefore, it will not be returned for evaluation. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿¿¿balloon pull through" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. It was reported that that device was used after use of a 16.9f access site. This event is considered a violation of the IFU and as such, off label usage. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.

Event description:
As reported, a 6f-12f mynx control venous vascular closure device (vcd) pull through on a non-cordis 16.9f outer hole. There was no reported patient injury. The doctor wanted to try per his request and aware off label usage. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.